Event description:
Pt reported experiencing infusion set tubing leaking on 2 occasions. He indicated that his blood glucose level was elevated to >500mg/dl. Pt administered a 6 unit bolus and he noticed insulin leaking around the infusion site. He changed the infusion site, administered another bolus, and his blood glucose began to decrease. Pt indicated that his normal blood glucose level is approx 150mg/dl. His symptoms included nausea, confusion, thirst, and frequent urination. Pt stated that he was recovering from a lung infection. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.